Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported blank display. The incident was reported via phone call. The customer's wife stated that the battery keeps dying and sometimes the pump would not pump insulin. She stated that the customer was going through a lot of sets due to the no delivery alarms. At the time of the call, the sets were working fine. She stated that sometimes he will get a low battery alarm and sometimes the battery icon will be full but the pump will die. The pump history showed several low reservoir, max delivery and no delivery alarms. Blood glucose at the time of incident was 125 mg/dl. The customer had not treated because the blood glucose was normal. Troubleshooting for the blank display was not completed because it was a past event. She was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. The device was not returned for analysis.